Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Further troubleshooting is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient had their system explanted on an unknown date. No further information is available.